Manufacturer narrative:
Product ID 3037, serial# (B)(4); product type programmer, patient product ID 3 889-28, lot# va03ylp, implanted: 2013 (B)(6); product type lead. (B)(4).

Event description:
It was reported, the patient had an infection. It was noted, the device was explanted due to infection. It was reported, the infection occurred two weeks after implant.